Event description:
The pump was returned to animas for evaluation. The force sensor pins were found to be partially dislodged. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/05/2011 with the following findings: the pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Unrelated to the event the display was found to have a dim reddish tint. (B)(6). Correction/removal number - 2531779-03/24/2010-003-r.